Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the right side of the large bowel during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a large polyp was resected and the clip was used to close resection. The clip initially opened and closed the tissue; however, the physician wanted to reposition and changed location. The device was then reopened and the clip was able to grasp and lock onto the mucosa, but the clip would not remove from the catheter to deploy. Reportedly, continued attempts were made in opening and closing the handle, but the clip would still not release from the catheter. The physician then torqued the clip a couple of times at the biopsy cap, and the clip successfully released onto tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.